Event description:
The vendor of the hardware used as part of the system advised co that the power supply for the hardware could overheat and could pose an electrical shock or fire hazard, although to the best of co's knowledge this has not occurred.